Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Multiple internal insulation abrasions were found between the shock coils and distal to the suture sleeve tie impression breaching the right ventricular, ring electrode and inner coil lumens. In two of these internal abrasions, both ring electrode ethylene tetrafluoroethylene (etfe) cables coating was found abraded. The polytetrafluoroethylene (ptfe) liner was not abraded in these locations. The cause of the reported event was due to the internal insulation abrasion with exposed ring electrode etfe cables conductor.